Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged one day post implant. As a result, the lead was explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.